Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received several appropriate shock therapies from the implantable cardioverter defibrillator (ICD) and the device interrogated recommended replacement time (rrt). The battery longevity was less than expected with premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.